Manufacturer narrative:
All buttons functioned properly during testing. However, the insulin had moisture damage to the keypad traces during visual inspection. No unexpected numbers ramping during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the customer's blood glucose was 8.0 mmol/l and the insulin pump was not working correctly. Caller stated that the insulin pump buttons was not responding and the numbers were ramping up on their own. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.